Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts the instrument placed in the display box. The second photo depicts the back side of the jaws. No abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total nephrectomy procedure, at the first try the device was locked, a second attempt was made and the device did not release the clips and in the third attempt did not close the clips well after the fourth attempt, however no clips release. They used another product to resolve the issue. There was no patient injury.